Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of misfire.

Event description:
It was reported that, during a sacrospinous fixation for prolapse procedure using a capio slim device, the device misfired. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Blocks b5, h2, h6 (device codes), and h11 have been updated based on the additional information received on 20nov2024.

Event description:
It was reported that, during a sacrospinous fixation for prolapse procedure using a capio slim device, the device misfired. The procedure was completed with another of the same device. No patient complications reported. Additional information received on november 20, 2024. It was later clarified that the dart was not caught in the cage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.